Manufacturer narrative:
Investigation summary: the sample returned consists of one (1) for p/n: 60sp035, returned sample was received in used condition, in a plastic bag. It was identified that the flange had a cut. The failure mode of ¿a0133 - damaged/broke/broken¿ was confirmed. The root cause was not determined. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the wing of the cannula was broken. There was patient involvement and no harm reported.